Event description:
It was reported that during a data review, right atrial (ra) lead noise and subsequent inappropriately declared atrial tachycardia response (atr) episodes were observed. Boston scientific technical services (ts) was contacted and confirmed the presence of the ra lead noise, as well as low amplitude measurements of the intrinsic atrial sensing signals. A thorough lead provocation, with postural testing and isometrics, as well as potential diagnostic imaging were recommended to assess the lead position and integrity. A follow-up appointment has been scheduled for (B)(6) 2024 to perform the recommended lead testing. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.